Event description:
A female patient underwent angioplasty of the right profunda. When the balloon was being removed, the balloon part totally detached from the balloon catheter and was left inside the patient and had to be retrieved using a snare. The patients profunda has been angioplastied with the angioplasty balloon. On removal of the balloon catheter from the introducer sheath, it was noticed that the balloon was missing. Under fluoro, the markers of the balloon were seen still in the patient over the bifurcation and in the left iliac artery. At this point, the 018 muso wire was still through the balloon. The introducer was upsized to a 7fr so, it would be compatible with the snare. An e-snare was inserted through the introducer. The snare was unable to snare the balloon with the wire insitu so, the wire had to be removed and the snare, snared the balloon and it was successfully retrieved.

Manufacturer narrative:
(B)(4). Event evaluation: event is still under investigation at this time.